Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that their receiver was not picking up sensors on (B)(6) 2015. No additional event or patient information is available.